Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding requiring intervention. The peel away 14 french peel-away sheath was removed and repositioning sheath was advanced. However, bleeding occurred at the groin site with difficulty controlling hemostasis. Pulsatility was flattening on arterial line, and the mean arterial pressure dropped. Epinephrine drip was started with pushes of neo-synephrine. There were suction alarms on the impella cp. Blood products were ordered and integrillin drip was stopped. The patient was intubated. The left femoral artery was accessed and guide catheter up and over. The impella cp was turned off and explanted. Retrograde balloon was deployed, two perclose cinched and manual pressure with good hemostasis and immediately place of a new impella cp through left groin. The patient was noted to be in critical condition following the event and last noted on support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related as groin bleeding from under deployed per close. Unable to cinch perclose after repositioning sheath advanced.